Event description:
It was reported that this was a vessel closure of an unknown vessel using prostyle relative to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect is a known adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem updated. D4 - lot # updated. H6: health effect - impact code 4582 and 4641/na removed and 4559, 4604, 4607 and 4624 added.

Event description:
Subsequent to filing the initial MDR, update to event details: it was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a right leg atherectomy procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Vessel damage was observed in the left femoral artery which was repaired surgically. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.